Event description:
Customer reported the heater won't heat, prior to patient use.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test but was not able to navigate through the power-on self-test (p.o.s.t.). The unit was opened and lint was observed in the interior. The power supply board was replaced with a known good lab inventory power supply board. Again, the unit was connected to 110 vac and passed the power connect test. This time the unit was able to navigate through the power-on self-test. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. Based on the investigation performed, the reported complaint was confirmed. The investigation revealed a defective power supply board. The root cause for the failure is normal wear. The unit was manufactured in 2012 and was designed for a minimum of 5 years.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the heater won't heat, prior to patient use.